Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. No event date was given, therefore an approximate date of (B)(6) 2019 was used as the event date. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, fiducial markers were place together with spaceoar implantation. According to the complainant, during magnetic resonance imaging (MRI), the spaceoar gel was present in the rectal wall and caused separation between the rectal wall layers. Contouring of the rectal layers and spacer was done to minimize the dose to the outer part of the rectum. The patient received cyberknife treatment. Approximately one month post-treatment, the patient experienced rectal pain and mucus-like discharge from the rectum. Digital rectal exam identified a submucosal rectal mass, and sigmoidoscopy revealed a three centimeter ulcer in the area of spaceoar. Reportedly, no biopsy was done and the patient was given a stool softener. Pain persisted for two to three weeks. Aleve 440mg (2x a day) was prescribed and the patient's symptoms began to improve within a few days. As of (B)(6) 2019, the patient's symptoms continued to improve. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.